Manufacturer narrative:
A medtronic representative went to the site to test the equipment and system functionality. The medtronic representative performed numerous boot up operations, removed inner gantry skins, inspected/ tested mechanical operation of rotor and door assemblies. The medtronic representative was unable to replicate the reported issue. The medtronic representative opted to re-install the system software and continued to test system after software reload. System operating to anticipated specifications. System checkout performed with results being satisfactory. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the image acquisition system (ias) was unresponsive with the message 'initializing please wait' and was not establishing communication with the mobile view station (mvs). A site representative re-booted the image acquisition system (ias) and after the re-boot the image acquisition system (ias) was functioning as it should. Now was able to acquire two 3d spins of the patient and successfully transfer them. After the last spin the image acquisition system (ias) door was not opening with the 'door open' button was pressed on the pendent. They had to manually open the door. While they were manually opening the door the site representative re-booted the image acquisition system (ias). The image acquisition system (ias) was removed from around the patient. The door opened and closed with the buttons on the pendant as it should. Delay to surgery approximately 15 minutes with no impact to patient outcome.